Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system time on the station was incorrect, which caused order latency and delays in order visibility. A technical support specialist corrected the system time, updated the ntp server configuration, and verified synchronization with the server to resolve the problem. The system functioned as intended after the technical support specialist troubleshot the device. Other occupation: enterprise i.s./i.t. Healthsight formulary and administration lead.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had order latency. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.